Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that received a battery out limit alarm. The customer's blood glucose was 176 mg/dl at the time of incident. The customer stated that the insulin pump would turn off everytime they would press the buttons. The customer stated that the insulin pump would turn off and would reset the settings then a weak battery alarm would occur. The customer stated that the insulin pump was dropped prior to the event. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The customer stated that there was no low batter alert before the off no power alarm occurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had all operating currents are within specification. No unexpected battery out limit, weak battery, and low battery or off no power alarms noted. Unit passed displacement test and self-test. No unexpected blank display noted. Unit received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.